Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced difficulty emptying their bladder. The patient was unable to void at discharge and was sent home with a foley catheter. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. If additional information is received, a follow up report will be sent.